Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm premature battery depletion (pbd) as the device passed the functional test commensurate with the battery voltage. The device was operating normally. Further, no problem detected was based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The device was explanted. No additional adverse patient effects were reported.